Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 45 units. Reportedly, the cartridge was filled with 200 units of insulin. The customer's blood glucose level was 192 mg/dl. Reportedly, a new cartridge was loaded onto the pump.